Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced chest pain and in-stent restenosis occurred. The patient presented due to stable angina. The 75% stenosed and 36mm long target lesion was located in the saphenous vein graft (svg) to the mid of the 1st obtuse marginal (om) with a reference vessel diameter of 4.0mm and timi ii flow. The first target lesion was treated with placement of a 4.0x38mm taxus liberte stent, resulting in 0% residual stenosis and timi iii flow. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012 - the patient presented due to cardiac chest pain and was hospitalized. The physician observed 80% re-stenosis of the previously treated lesion location. The restenosis was treated with placement of an unknown manufacturer's stent, resulting in 0% residual stenosis and timi iii flow. The following day, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.